Manufacturer narrative:
(B)(4). At this time, the product has not been returned. If the product is returned and the analysis is performed, this report would be updated should pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead was due surgically abandoned to shock impedances greater than 125 ohms. Lead was successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to high out of range (ooo) shock impedance measurements. At this time the cause of oor shock impedance has not been determined. At the same surgery the device was explanted due to physician's discretion. This rv lead was successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.